Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Unable to verify no delivery alarm due to motor error alarm. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump kept alarming motor error. Customer's blood glucose was 53 mg/dl. Customer stated he was sleeping and when he rolled over the device alarmed. The connection from his body might have come loose. Current blood glucose was 65 mg/dl. The device was not exposed to an MRI. Customer attempted to rewind the device and it alarmed no delivery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.